Manufacturer narrative:
"This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. All incoming release results and parameters met specifications. Review of incoming good release documentation of baxject batch 1282908, item number 3400769 / baxject ii,hi-flow,ntd,us, showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. All incoming release results and parameters met specifications. A review of adzynma was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for ytd2025 is approximately (B)(4) compared to 2024 (B)(4) and 2023 (B)(4). "

Event description:
Hcp reports: "when we tried to reconstitute the product using the transfer set that comes with the kit, it won't draw the fluid out and couldn't get fluid to transfer to the powder." Available for return: no additional identifying information: -filing separate pc for separate lot number -transfer device discarded consent to contact reporter? Yes dose (number): 535 doses (unit): [iu] dose number / unit: 535.